Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr1718 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redr1718) have been reported from the same facility.

Event description:
It was reported that a dl PICC was inserted in left arm of patient, at the end of the procedure upon flushing the purple lumen it was noted to be leaking where the extension of the PICC attaches to the hub of the PICC. The leaking was not noted prior to the insertion when the catheter was flushed before inserting it into the patient. The PICC was exchanged.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and the cause appears to be manufacturing related. One 5 fr dl powerpicc catheter was returned for investigation. The catheter extended up to the 25 cm depth mark. The catheter lumens were flushed with water using a 12 ml syringe and no leaks were observed. The sample purple lumen was pressurized, and a spraying leak was observed at the distal end of the bifurcation hub at the catheter. Microscopic observation of the leak location revealed a circumferential, uneven split. Two points within the split were observed to be intact with evidence of material whitening/stretching. An irregularity in the molded wing was observed near the location of the split. The distal end of the molded wing was observed to have a recessed section. The irregularity observed on the molded wing may have affected the condition of the catheter. A lot history review (lhr) of redr1718 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redr1718) have been reported from the same facility.

Event description:
It was reported that a dl PICC was inserted in left arm of patient, at the end of the procedure upon flushing the purple lumen it was noted to be leaking where the extension of the PICC attaches to the hub of the PICC. The leaking was not noted prior to the insertion when the catheter was flushed before inserting it into the patient. The PICC was exchanged.